Event description:
It was reported that the physician ¿fixed¿ the patient¿s system when she had a lead ¿added up behind my bra.¿ the patient stated if her body had not ¿consumed it¿ (the lead) and she had not had mass scar tissue she would have had a new lead implanted.

Manufacturer narrative:
Concomitant: product ID 3887-33, lot# j0211559v, implanted: 2002-(B)(6), product type lead. Product ID 748951, serial# (B)(4), implanted: 2004-(B)(6), product type extension. Product ID 748951, serial# (B)(4), implanted: 2004-(B)(6), product type extension. Product ID 7435, serial# (B)(4), implanted: 2002-(B)(6), product type programmer, patient. Product ID 3708140, serial# (B)(4), implanted: 2009-(B)(6). Product type extension. Product ID 3708140, serial# (B)(4), implanted: 2009-(B)(6), product type extension. Product ID 39565-30, serial# (B)(4), implanted: 2009-(B)(6), product type lead. Product ID 37712, serial# (B)(4), implanted: 2009-(B)(6), explanted: 2014-(B)(6), product type implantable neurostimulator. (B)(4).

Event description:
Follow up information that the patient was referred to their physician in (B)(6) 2009 and a new implantable neurostimulator (ins) placed on (B)(6) 2009. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.